Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, cubies were failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no drawer or cubie was initially listed. Upon further investigation using the medstation performance analysis report (mpar) air report, it was identified that drawer 6, row d was off the bus. A field service engineer inspected at first, all components appeared to be on the bus. The cubies were removed, and the row cable was reseated. During inspection, liquid medication was found on rows b and c, which was cleaned up. After reassembling and rebooting, row d was still off the bus. The retractor band was then reseated, and row d returned to normal operation. The drawer was tested using hardware test application (hta) software and successfully recovered. The system functioned as intended after the field service engineer repaired the device.